Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: initial reporter first name: information unknown/not provided. Section e1: email address: unknown/not provided. Section e1: initial reporter telephone number:(B)(6). Device evaluation: a field service specialist visited the account and was able to complete a system service checklist. System met johnson & johnson surgical vision (jjsv) specifications. No problem found with system. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lenticule was difficult to take out and there was buttonhole. Surgery was completed ,bandage contact lens put in the eye. Vision pre-operative is 6/6 with glasses/ref and vision post-operative is 6/9 with glasses/ref. No further information available.